Event description:
Patient with a history of coronary artery disease status post coronary artery bypass graft surgery, icm, hypertensive heart disease, hyperlipidemia, dm, atrial fibrillation s/p implantable cardioverter-defibrillator, who presented for evaluation of chest pain, admitted with a heart attack 2/2 vein graft closure not amendable to percutaneous coronary intervention. Cardiology medically managing. Also with acute kidney injury, undergoing temporary dialysis. Patient just returned to his room from dialysis and became unresponsive. Two kilogram of fluid taken off with dialysis run. Patient returned from dialysis, ran for 2.5 hours on a k bath of 3 . Total removed 2 kg. Meds given: ativan 0.5. Access: right non tunneled . Heparin: none. Tolerated well, no complaints. Complications: anxiety discomfort throughout the entire run. On return to unit, patient remained restless and anxious. Assisted to toilet. Patient requested medication, but when offered was not able to swallow. Assisted to bed, provided urinal, then became unresponsive. Code blue called, chest compressions started, initial rhythm pea. Epi and bicarb administered. Per rn defibrillator charged to 200 joules, but would not shock. Second machine hooked up to same pads,and did shock. Of note test shock delivered overnight with success.